Event description:
It was reported that loss of capture and undersensing were observed on the lead.

Manufacturer narrative:
The reported events were helix extension failure, lead dislodgement, undersensing, and loss of capture. The reported event of helix extension failure was confirmed but the reported events of undersensing and loss of capture were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood and tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning, the helix could be fully extended and retracted by applying torque to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported event of helix extension failure was isolated to the helix being clogged with blood and tissue and the overtorqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high capture threshold and r wave amplitude variation were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and it was confirmed that the rv lead was dislodged. During revision surgery, the helix of the rv lead could not be extended. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.